Manufacturer narrative:
Manufacturer's investigation conclusion: incidental findings: damaged strain relief, conductor breakdown, damage to the cable jacket the reported dim screen was confirmed via product testing. The heartmate iii system controller (serial #: (B)(6) ) was returned for analysis and a log file was downloaded for review spanning approximately 2 days (01may2021 ¿ 03may2021, 10may2021 per timestamp). Events occurring on 10may2021 are from product testing at abbott. There were no notable alarms in the log file. Pump operation was not affected. During product testing it was observed that the lcd of the controller was dim. The system controller failed a step during preliminary testing due to the dim screen. The system controller was opened, and significant amounts of green fluid ingress was observed inside the controller and inside the lcd panel of the controller. The lcd was swapped with a working lcd and the controller screen was able to operate as intended. The system controller was able to operate on a mock loop for an extended duration without issue despite the observed fluid inside the controller. The root cause of the reported event was determined to be from fluid build up in the lcd panel. The root cause of the fluid buildup was unable to be conclusively determined. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6) ) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment and contains a subsection ¿what not to do: driveline and cables¿. This section informs the user to check the system controller power cables for twisting, kinking, or bending which could cause damage to the wires inside. This section informs the user not to ¿twist, kink, or sharply bend the system controller power cables¿ and states ¿if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten¿. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer report number 2916596-2021-02594. It was reported that the led screen on the patients controller was very dim and difficult to read. The patient had a liquid green substance where the driveline connected to the controller. The controller and modular cable were exchanged.